Event description:
It was reported that the customer's pump was emitting alarms without any apparent cause. There was no reported impact to the customer¿s blood glucose level. The customer chose not to proceed with any further troubleshooting.